Event description:
It was reported that during a hip arthroscopy procedure was a sidewinder blade icw, the device displayed an error code upon initial plug in. The procedure was instead completed using a competitive product. There were no delays or pt complications reported as a result of this event.